Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed no activity outside of normal use. The alarm history revealed multiple ¿low battery¿ warnings and ¿replace battery¿ alarms. There were no errors, alarms or warnings that occurred during the investigation. A ¿replace battery¿ alarm and a ¿low battery¿ warning were stimulated; the pump emitted the appropriate visible and audible battery warning and alarm. A partially charged battery was inserted into the pump during testing; the battery indicator level was found to be functioning appropriately on the pump. There were no defects found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a history settings issue on the pump. The pump reportedly did not display the battery. The pump display was reportedly always ¿full¿; even though, the battery life was almost empty. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.